Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, the physician successfully placed multiple ruby coils using a non-penumbra microcatheter. The physician then was unable to advance another ruby coil out of the tip of the microcatheter and, therefore, the ruby coil was removed. The procedure was then completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 0.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil revealed that the proximal end of the pusher assembly was kinked. If the device is forcefully handled during use, damage such as a kink may occur. The ruby coil was advanced through a demonstration microcatheter and out of the distal tip with some resistance as the introducer sheath was retracted off over the kink in the pusher assembly. The kink in the pusher assembly may have contributed to the ruby coil not being able to be advanced through a microcatheter during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.